Event description:
The daughter of an (B)(6) male pt called zoll customer support to report that the pt's battery charger/model was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation, the battery charger / modem battery board was contaminated, which caused the monitor resets. The root cause for the contamination was ingress of the unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.